Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review. Additional information was received stating that the previously temporary pacemaker was removed on pod 21 and a permanent pacemaker was implanted. The complaint for delivery system and/or guidewire interacts with conduction system was confirmed with other empirical evidence through information reported by an edwards field clinical specialist. Per IFU, excessive movement of the delivery system may result in interactions with vasculature or cardiac structures. As such, available information suggests that operational context (delivery system interaction with septal wall) is a contributing factor to the reported event. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an evoque procedure in the tricuspid position. It was reported that during the procedure, when the delivery system (ds) was inserted and passed through the tricuspid valve (tv), it interacted with the septal portion of the tv annulus, resulting in a complete av block (iii) with asystole as a consequence. The patient was treated with intravenous (IV) supra medication, and external cardiac massage was performed. Two (2) hours after the procedure, the patient was stable with a bradyarrhythmia and a temporary pacemaker was implanted.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.